Event description:
The initial reporter alleged a false negative result for one patient sample tested with the anti-hcv g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The initial test on (B)(6) 2024 yielded a result of 0.0522 coi (non-reactive). Two subsequent re-runs of the same sample produced results of 1.65 coi (reactive) and 1.65 coi (reactive), respectively.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6). The investigation determined that the anti-hcv g2 elecsys e2g 300 v2 assay was performing within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The investigation was limited by the absence of additional information to identify a definitive root cause for the reported flyer result. The observed quality control recovery pattern was noted but remained within specifications. The device remained in operation at the customer site, and no general reagent issue was identified. Recommendations were provided to ensure adherence to sample preparation guidelines as per the tube manufacturer¿s instructions.